Event description:
The patient has not had any adjustments since placement. The port disconnect was detected by barium swallow. The locking connector was still attached to the port. This is first incident of port disconnection. The port is due to be replaced. No adverse effects to the patient. The device is still implanted.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that the patient had port replaced in (B)(6) 2011, post implant a (B)(4) adjustable gastric band due to apparent port flip. Diagnostic test has since picked up an apparent disconnection of the tubing from the velocity port. There was no reported adverse patient consequence. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.